Event description:
It was reported that the patient experienced "bad nerve pain" described as a shooting pain in their left leg. No falls were reported but it was noted that the patient had moved trash cans down the driveway and pulled a muscle. The patient no longer felt the stimulation in their left leg from the implantable neurostimulator (ins) as they normally did but instead felt the pain. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2007, product type: recharger; product ID: 3 7742, serial#: (B)(4), implanted: (B)(6) 2007, product type: programmer; patient, product ID: 3708340, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 3587a lot#: l84198, implanted: (B)(6) 2000, product type: lead. (B)(4).